Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "during clip application surgeon had problems in hearing final click assuring clip closure. He applied the clip without final click. Clips wasn't closed correctly so he took it off and threw also this one away. At the end surgeon used a third clip applier from a different brand. Lately, about 15 days, it seems they have problems with "final click." Patient status: good.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the root cause of incomplete clip closure could not be determined, applied medical's instruction for use states, "on larger vessels or amounts of tissue, you may not find it necessary to reach maximum clip closure or hear an audible clip to achieve occlusion." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur.